Event description:
It was reported that patients implantable pulse generator (ipg) was becoming superficial due to a non-device related weight loss and it was also mentioned that the ipg was nearing the end of its battery life. As a result, the patient underwent a procedure wherein the ipg was buried deeper and was replaced. The patient was doing well postoperatively.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.